Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the thread breaks easily. Appears there is no strength to the thread.

Manufacturer narrative:
Samples received: none. Analysis and results: there are no previous complaints of this batch of which (B)(4) units were manufactured and distributed in the market. There are no units in b. Braun surgical, (B)(4) stock. Without samples a proper analysis cannot be performed. We have reviewed the batch manufacturing record and there is an internal non conformity not related to this issue. The results during the process fulfill b. Braun surgical requirements. Remarks: as indicated in the instructions for use of the product: "when working with monoplus® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Final conclusion: without samples we are not in position of studying if the affected product does not fulfill the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.